Event description:
The pt's death was reported. The pt died in the city of (B) (6), (B) (6). The cause of death was unk. The cause of death was medtronic device-related. Medtronic was not involved in troubleshooting the device.

Manufacturer narrative:
(B) (4)